Event description:
The customer reported that during a patient event, their device would no longer recognize the connection of the defibrillation therapy cable. The device would indicate "connect cable" upon the connection of the internal defibrillation paddles assembly. When this issue occurred, a backup device was immediately placed into service. No additional patient or event details were made available. There was no report of any adverse outcome of the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio reseated the cable for the internal therapy connector and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.